Event description:
Pt presented to physician with left knee and recurrent effusions in left knee. Diagnosed with polyethylene breakdown with probable polyethylene synovitis. Open synovectomy, exchange of polyethylene spacer and inspection of rest of components done.